Event description:
It was reported by the biomedical engineer that the battery drawer needed replacement on an external pulse generator (epg). The biomed is expected to order and replace the drawer and then put the epg back in service once it is fixed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).